Event description:
It was reported that pin drill fracture during surgery. Surgical technique was utilized. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4).g2: chile.h6: mechanical (g04) - drill.customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.